Event description:
This complaint is reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was located in the first obtuse marginal artery. The lesion was predilated with both a 2.25mm and a 2.5mm balloon. A 2.25x24mm taxus atom drug eluting stent was advanced to the lesion but could not cross. The procedure was ended at this time. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis revealed stent damage.

Manufacturer narrative:
(B)(4) - a visual and microscopic examination identified distal stent damage. The stent struts on rows 1 and 2 were misaligned. The tip was slightly flared. This type of damage is consistent with guidewire movements during attempts to cross the lesion. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)